Event description:
It was reported that the device had eroded through the skin. It is uncertain if there was also an infection. The device was explanted and replaced. The implant side was moved to the opposite side. No additional treatment was reported. No signs of infection were reported three months later.